Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event and was treated with unspecified antibiotics (dose, route, and frequency were not reported). After the status of the patient stabilized, the patient was discharged. The action taken with pd therapy was not reported. No additional information is available.